Manufacturer narrative:
An event of the valve migration and paravalvular leak was reported. Information from field indicated that there were no intra-procedural difficulties, the implant depth was 4 mm from the non-coronary cusp, there was a large shelf of calcium extending the length of the sino-tubular junction, and there were no deployment difficulties. Additionally, it was noted that the large shelf of calcium affected valve expansion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause for the reported migration could not be conclusively determined. A cause for the reported paravalvular leak could not be conclusively determined, but appears to be related to the reported calcium in the sino-tubular junction.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. It was observed on computed tomography (CT) scan that the patient had a heavily calcified sino-tubular junction. The 27mm navitor valve loaded as per instructions for use (IFU) and was advanced to the annulus without issue. Valve deployment began with 80% opening of the valve. The valve was an acceptable height, however, there was a constrained look on the non-coronary cusp (ncc) portion of the valve. It was noted that there was a large shelf of calcium extending the length of sino-tubular junction affecting expansion of the valve. It was decided to re-capture the device. Another deployment was made, but the valve was too deep. A final recapture was performed, and a further deployment was made. The valve looked an acceptable height in both radiological views with a little leak. Decision was made to continue with full deployment of valve. The starting implant depth was at 5mm left-coronary cusp (lcc) and 4mm ncc. Initially the valve remained stable under fluoroscopy and echocardiography. The final implant depth was at 10mm lcc and 11mm ncc. During the time the implanters were preparing the equipment to measure hemodynamics, when they screened the valve again, it was noted the valve had migrated deeper into the left ventricular outflow tract (lvot) beyond the naviseal cuff. Para-valvular leak was noted to be severe now and the patient now was hemodynamically compromised due to low diastolic blood pressure, this was managed medically by the anesthetist and patient stabilized. A decision was made to prepare a second 27mm valve for implant. The second valve was implanted as per IFU, and the valve-in-valve was deployed at initial attempt at the optimal height. Implant had minimal leak, remained at the implanted height and the patient was hemodynamically stable. Patient was awoken from general anesthesia and was reported to be stable. Patient was transferred to the ward.